Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Coral total hip replacement, surgeon - (B)(6), (B)(6) hospital, , (B)(6) 2017. While broaching the femur the size 11 broach was found to be loose on the broach handle. The surgeon tried a second broach handle and it was still loose, so the broach needs to be replaced. No delay in surgery. No adverse effect. Good outcome.

Manufacturer narrative:
Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate